Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to stenosis and insufficiency. The patient with symptoms of heart failure. The tpvr was performed with an 26mm 9600tfx transcatheter valve. The patient was transferred to the unit in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Section h6: added type of investigation code; updated investigation findings and investigation conclusions codes. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors, including position of implant likely caused or contributed to this event.